Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, oversensing and pacing inhibition with no asystole observed. The lead was not replaced at this time. No additional adverse patient effects were reported.